Event description:
Related manufacturer reference number: 2017865-2022-16038. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams) and there was low frequency noise on right ventricular (rv) lead. There was no inhibition of cardiac pacing due to noise. The physician explanted and replaced both ra and rv leads on (B)(6) 2022. The patient was in stable condition.